Manufacturer narrative:
(B)(4). Batch # h9163n. Only month and year known, assumed 1st day of month. The analysis results found that the sw110 cartridge was received with the cartridge plate dislodged. Scratches were found in different areas of the cartridge body indicating that excessive force was used to introduce the instrument. An test instrument was used to retrieve the returned cartridge, no problem was found during the loading of the cartridge, it was retrieved successfully. The potential reason of the loading or unloading failure can be caused due to incorrect instrument usage. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown laparoscopic procedure the device would not load properly. Procedure was completed with another reload of the same product code with the same suturing device. There were no patient consequences reported.